Manufacturer narrative:
Four unused sets of the same lot number as the reported event plus one used connector involved in the reported event was returned for evaluation. The tube involved in the reported event was not returned for evaluation. A crack measuring 3 mm was observed on the tip of the returned connector. Potential root causes for the issue reported include the following: connector became damaged after the product left smiths medical damage was due to context of use operator in production did not detect the damage of the connector at 100% inspection. The four unused samples returned for inspection were found to measure to specification. Measurement of the 5th tube could not be taken as it was not returned with the connector. A walk through of the manufacturing floor and process review was performed by a quality engineer. No issues were detected according to the manufacturing procedure.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.

Event description:
User facility reported that during use of the endotracheal tube on a patient, the 15mm connector cracked. The endotracheal tube was therefore replaced. No adverse effects to patient reported.